Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional armada 35 device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported the procedure was to treat the left femoral artery with moderate calcification and no tortuosity. The 9x60 mm armada percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion without resistance and inflated but ruptured at 8 atmospheres (atm) during the first inflation. A 7x80 mm armada pta catheter was advanced to the lesion without resistance and was inflated but ruptured at 8 atm during the second inflation. A third armada pta catheter was used to complete the procedure without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.